Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause, treatment and the patient outcome of the peritonitis event were not reported. It was not reported if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information added. Should additional relevant information become available, a supplemental report will be submitted.